Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not lock it in place into insulin pump correctly. Customer's blood glucose level was unknown. Customer states that the insulin pump had no delivery alarm in the past. The insulin pump will be returned for analysis.